Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that faulty temperature cable and intermittent readings.

Event description:
It was reported that faulty temperature cable and intermittent readings.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty temperature cable. The cable was evaluated and the reported issue was confirmed as the cable was giving intermittent readings. The faulty temperature cable has been replaced. Passed applicable testing. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.